Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that pen ndl 32g 4mm hp 100 box 1200 us cap is not able to detach. The following information was provided by the initial reporter: material no:320550 batch no: 9184145. It was reported that the clear cap does not always allow removal from the pen. Verbatim: bd nano 2nd gen is easier to refit needle after use back into new, larger, green cap, but screwing clear cap over it does not always allow removal from the pen (1st gen was not better). D.4. Medical device expiration date: 2024-07-31. D.4. Medical device lot #: 9184145 . H.4. Device manufacture date: 2019-07-03.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us cap is not able to detach. The following information was provided by the initial reporter: material no:320550 batch no: 9184145. It was reported that the clear cap does not always allow removal from the pen. Verbatim: bd nano 2nd gen is easier to refit needle after use back into new, larger, green cap, but screwing clear cap over it does not always allow removal from the pen (1st gen was not better).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: unable to perform complaint lot history check due to an unknown lot number for inability to detach as intended. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (nano pro pen needle, inability to detach as intended) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number for inability to detach as intended. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32 g 4 mm hp 100 box 1200 us cap is not able to detach. The following information was provided by the initial reporter: material no:320550, batch no: unknown. It was reported that the clear cap does not always allow removal from the pen.